Event description:
A registered nurse reports two (2) staff nurses reported once the balloon of fecal management system was inserted, they met resistance when attempting to fill balloon and could not get more than 10 cc's of fluid into the balloon. The fecal management system balloon was deflated then removed; and new kit was used and inserted w/o issue.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. The nurse reported the products were discarded. It was discussed with the nurse the benefits of signal indicator and the necessity testing balloon by inflating balloon prior to insertion. No add'l pt/event details have been provided to date. The lot number was not provided. Therefore, we are unable to determine the specific third party mfg site. Both potential mfg site numbers are listed below. A return sample for eval is not expected. Should add'l info become available, a f/u report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date convatec became aware.